Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: e3: reporter is a j&j sales representative. D10: concomitant med products and therapy dates: rigidfix femoral st guide frame device, 11/28/2023 . H4: the device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
This is report 2 of 2 for (B)(4). It was reported by the sales rep that during an anterior cruciate ligament (acl) repair procedure on 11/28/2023, it was observed that the rigidfix femoral st guide frame n/s 1pk was bent/torqued and the drill sleeves and trocar were being prevented from crossing the window of the rigidfix femoral rod 9 mm 1pk. The distal sleeve eventually went across. The physician tried to reposition the guide for the proximal pin, after reapproximating the guide at a different angle, and redrilling, they were able to get the proximal pin through the frame. The skive marks were visible in the sleeve. There were no adverse consequences to the patient nor surgical delay reported. No additional information was provided.